Manufacturer narrative:
Continued e1 -- alternate fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "looks smaller than it used too like its deformed" and a "bubble". Healthcare professional later reported "possible deflation, rupture, and capsular contracture, baker grade I". This record is for the left side. The device remains implanted.